Event description:
It was initially reported that the device was explanted after an implant duration of zero days, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report one month earlier: attempted mitral valve repair using a quadrangular resection of the posterior leaflet segment and a 30 mm. Ring annuloplasty.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer stated an architect i2000 analyzer using reaction vessels of lot 72293p100 generated error code 1007, unable to process test, activated read error. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.